Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. No replacement product at this time. Customer was unable to continue with the call. Unable to contact the customer back. Most likely underlying root cause : mlc-47- pcb contamination. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-5 error: test strip error. The e-5 error occurred as soon as the test strip was inserted into the meter. At the time of the call on (B)(6) 2018, the customer reported feeling ill with symptoms of blurry vision and fatigue and manufacturer contacted 9-1-1 for customer. Customer was unable to continue with the call and no further information was able to be obtained.